Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, a routine microbiological culture was performed on the evis exera ii ultrasound gastrovideoscope. The scope tested positive for candida fungus several times. The facility reprocessed the device and performed another culture. The scope tested negative. The device will be retained by the facility. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, the customer reported they culture tested the device again after reprocessing in accordance with instructions for use (IFU), the results conformed to recommendation. Multiple attempts were made to obtain the user culture results and the device for evaluation but were unsuccessful. The event could not be confirmed. The following is included in the IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.